Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate plus profile 400cc saline breast prosthesis, catalog #3502400, serial #(B)(4). (B)(6). (B)(4).

Event description:
It was reported that a (B)(6)-year-old hispanic female patient underwent a primary breast augmentation procedure with a mentor smooth round moderate plus profile 400cc saline breast prosthesis that deflated after implantation. The patient reported that there is a dent/hole under her arm. In addition, the patient reported pain in her right breast and that she feels discomfort when she lies down. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.